Event description:
It was reported that while the device was programmed to pace at a minimum rate of 70 bpm, there was no pacing and the patient's intrinsic rate was 50 bpm. The physician was inquiring if the presence of a left ventricular assist device (lvad) could inhibit pacing. As the lvad could inhibit pacing, the physician elected to program the device to doo pacing at 70 bpm to assure pacing support. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.